Event description:
The patient reported that during exercise, the patient's heart rate drops. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: (B)(6) 2012. (B)(4).